Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when technician was preparing the lens noticed haptic was coming out first, iol would not deploy. The procedure was completed on the same day. There was no patient contact.